Event description:
It was reported that the patient experienced a loss of therapeutic effect. The physician reported that the patient had speech problems and eye problems. It was reported that the patient lost stimulation, but the exact date was unknown. The patient visited the physician and stimulation was turned back on, but there was still no symptoms relief. There was no known accident or incident related to this complaint. The patient's status was reported as fair. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178200901282.